Manufacturer narrative:
Corrected data: upon further review, it has been determined that this is a duplicate of report 3004774118-2019-00053.

Event description:
A physician reported that an ozark self-tapping variable screw fractured 10-12 months post-operatively. Revision surgery has not been reported. Upon further review, it has been determined that this is a duplicate of report 3004774118-2019-00053.

Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported that an ozark self-tapping variable screw fractured 10-12 months post- operatively. Revision surgery has not been reported.